Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The threads on the top of the handle are cross threaded and do not work.

Manufacturer narrative:
Visual examination of the returned instrument confirms the thread damage reported. The threaded tip is badly damaged and appears to have been used as an impactor when not having been threaded into a mating cup. This type of damage is unlikely from normal threading and unthreading from a mating device. The root cause is attributed to use error. Based on the investigation a need for corrective action is not indicated. Continue to monitor through post market surveillance sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.